Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components are correctly placed and according to specifications. A functional testing was performed including pressure testing and clear passage test with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2020. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of at least ten (10) clearlink system non-dehp secondary medication sets would not flow while being used with a clearlink system continu-flo solution set. It was further reported that once the entire set-up would be changed, the issue would not occur. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.